Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt "began to notice decreased relief in pain without any other changes to health/lifestyle". The low battery alarm was occurring. The pump contained morphine 60 mg/ml at a dose of 24 mg/day. The pump was explanted and replaced prophylactically to avoid in-vivo battery depletion. There was no pt injury. The pt recovered without sequela.